Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of altered mental status and excess fluid in the abdomen with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction reported for this event. The patient presented to the hospital with altered mental status and reported confusion on how to complete pd therapy. The pdrn had stated the patient did not complete the full course of his pd treatment, but did not provide a reason. No device issue was reported. There are several possible reasons for the patient¿s altered mental status which included the uti, the incomplete pd treatments, or possible antibiotic-associated neurotoxicity from the cefepime that the patient had been taking for the past hospitalization for peritonitis. Cefepime¿s neurotoxicity effects in patients with renal failure or normal renal function have been reported and not usually with a good outcome. It is also unknown if there was an underlying health issue causing the patient¿s confusion and forgetfulness. Based on the available information and no allegation or evidence of a malfunction, the liberty select cycler can be excluded as a cause of the patient¿s hospitalization for altered mental status. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 due to not completing the full course of pd treatment. A discharge summary from the hospitalization was received and reviewed. On (B)(6) 2025 the patient was brought to the emergency room (ER) by their family due to altered mental status. It is unknown if the patient had been in active treatment at the time of the event. The patient was exhibiting abnormal behaviors for a few days prior that were not their baseline. This included being impulsive, agitated, and forgetful. During evaluation it was noted the patient was forgetting steps to pd therapy. The patient lives alone. The patient had more fluid than normal in their abdomen and lower extremities. The patient was hemodynamically stable and afebrile. During an abdominal computed tomography (CT) a significant amount of dialysate was found which the patient should have drained off. Additionally, the patient was found to have a urinary tract infection (uti). The patient was prescribed cefepime (route, dose, frequency, and duration unknown) for the uti. The patient was admitted for observation and concern for acute metabolic encephalopathy due to either ineffective pd versus incorrect administration of pd at home. The patient was restarted on intraperitoneal (ip) vancomycin and cefepime which was planned for a two-week course upon discharge from the previous hospitalization. No information was documented as to the outcome of the hospitalization. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Correction: h4 (device manufacture date) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 due to not completing the full course of pd treatment. A discharge summary from the hospitalization was received and reviewed. On (B)(6) 2025 the patient was brought to the emergency room (ER) by their family due to altered mental status. It is unknown if the patient had been in active treatment at the time of the event. The patient was exhibiting abnormal behaviors for a few days prior that were not their baseline. This included being impulsive, agitated, and forgetful. During evaluation it was noted the patient was forgetting steps to pd therapy. The patient lives alone. The patient had more fluid than normal in their abdomen and lower extremities. The patient was hemodynamically stable and afebrile. During an abdominal computed tomography (CT) a significant amount of dialysate was found which the patient should have drained off. Additionally, the patient was found to have a urinary tract infection (uti). The patient was prescribed cefepime (route, dose, frequency, and duration unknown) for the uti. The patient was admitted for observation and concern for acute metabolic encephalopathy due to either ineffective pd versus incorrect administration of pd at home. The patient was restarted on intraperitoneal (ip) vancomycin and cefepime which was planned for a two-week course upon discharge from the previous hospitalization. No information was documented as to the outcome of the hospitalization. The patient was discharged on (B)(6) 2025.